Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Company representative on behalf of distributor, "contamination a foreign matter like an insect between the carton box and transparent film during the inspection before the shipping to customers." Device was not implanted. No patient involvement.

Manufacturer narrative:
Additional, changed, and/or corrected data: fi summary: based on the device analysis performed, the event of foreign material inside shrink wrap was observed and assessed as a workmanship per qa199.12 rev 16.0, code ot. Per the review of the risk documents, the event of foreign material inside shrink wrap is a known event for which manufacturing process controls and inspections are established to reduce the incidence of this defect as 100% visual inspection after shrink wrapping and line clearance, this event is categorized as acceptable in the residual risk region.

Event description:
Company representative on behalf of distributor, "contamination a foreign matter like an insect between the carton box and transparent film during the inspection before the shipping to customers." Device was not implanted. No patient involvement.

Manufacturer narrative:
Additional, changed, and/or corrected data: based on the device analysis performed, the event of foreign material inside shrink wrap was observed and assessed as a workmanship per the review of the risk documents pfmea-bi pkg and lblg rev 11.0, from the unique ID p137 shrink wrap potential failure mode is damage to product box or labeling, which manufacturing process controls and inspections are established to reduce the incidence of this defect as 100% visual inspection after shrink wrapping and line clearance. This event is categorized as acceptable in the residual risk region. Foreign material inside shrink wrap is not mentioned in the pfmea. In addition, the review of the documentation associated to the manufacturing process indicates that all devices with lot number were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. Furthermore, a review of all foreign material inside shrink wrap complaints for gel breast implants that have been manufactured in the last 2 years (from (B)(6) 2021 through (B)(6) 2022) was performed and no additional complaints for this event are observed, therefore, it is concluded that this is an isolated event and no additional products/lots are currently involved. Additionally, this event was reviewed with the packaging personnel in order to increase awareness of the secondary packaging and potential defects that may occur along with the quality controls and inspections in place. See " secondary packaging personnel review " attached in supporting documentation grid. Considering that there is not an adverse trend for this type of event, no additional actions are deemed required at this time. However, foreign material inside shrink wrap events will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Company representative on behalf of distributor, "contamination a foreign matter like an insect between the carton box and transparent film during the inspection before the shipping to customers." Device was not implanted. No patient involvement.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: foreign material on implant: observed, an insect between the box of the device and shrink wrap this case it¿s considered a workmanship according to qa199.12 rev16.0 with the code (ot). Additional observations: no other observations. A further investigation is request to analyze the workmanship observed.

Event description:
Company representative on behalf of distributor, "contamination a foreign matter like an insect between the carton box and transparent film during the inspection before the shipping to customers." Device was not implanted. No patient involvement.